Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The investigation is confirmed for the reported fracture issue as multiple cracks were noted on the hub of the drainage catheter. Further, a fluid was noted to be leaked from the cracked hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 04/2024).

Event description:
It was reported that sometimes post an ultrasound guided percutaneous transhepatic cholangio drainage catheter placement procedure, the drainage catheter connector that connected with drainage bag allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.